Event description:
It was reported that the patients stimulation would randomly shut off. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.